Manufacturer narrative:
Date of event - estimated since unknown.

Event description:
It was reported via literature that myocardial infarction and death occurred. This study included 106 consecutive patients with atrial fibrillation who had agreed to undergo watchman left atrial appendage (laa) closure device or non-boston scientific implantation from january 2015 to july 2020. It was noted two patients died due to acute myocardial infarction.